Event description:
Drapes caught fire due to alcohol-based cleaning agent being used on patient when cvplp200 was activated. Operating room was stating that the cvplp2000 was sparking excessively however that has not been confirmed with dr. Bradley yet. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).